Event description:
It was reported that the patient had a change in therapy effect following a "routine, uneventful" refill. No changes were made to the dose or concentrations during the refill, and it was noted that the refill nurse was very experienced and felt that everything went well. The patient awoke around 3:30 with spasms, and "classic withdrawal symptoms." It was suspected that the patient visited the emergency room, because the refill nurse reportedly had a conversation with an emergency room physician. The pump was looked at under fluoroscopy, and "everything appeared fine." It was later reported that the patient's symptoms were a "restless leg type syndrome and the patient stated just not feeling well." A catheter dye study and roller study were performed the next day. The roller study showed normal function, but they were not able to aspirate the catheter. It was reported that the patient was due for a catheter revision in the near future, and the physician's office was working on getting a revision scheduled. The device system was used to deliver morphine and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: product type, catheter. (B)(4).